Manufacturer narrative:
(B)(4). Insulin pump had cracked case battery side and cracked battery tube threads. The p cap able to lock in place. Insulin pump passed active current measurement, sleep current measurement, self test and displacement test. During visual inspection found motor and pcba1 moisture damage.

Event description:
Information received by medtronic indicated that the battery was jammed in insulin pump. Customer had to replace battery but cannot get it out. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.